Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and sensor anomaly. Customer's blood glucose level was 45 mg/dl. Customer treated their low blood glucose levels via glucose tablets. Customer declined to troubleshoot for low blood glucose levels. Customer advised they had issues with two sensors and they threw them away since they caused damage to the products. Customer declined to go over the proper sensor insertion process. The sensors were discarded and will not be returned for analysis. The insulin pump will not be returned for analysis.